Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the surgeon noticed that there is a lot of fuzzy fibers on edge of the insert. Therefore, he implanted a spare one instead of it."